Event description:
Reportable based on analysis completed on 21-dec-2014. It was reported that crossing difficulties were encountered.   A 2.50x24mm promus element ¿ drug eluting stent was selected to treat the lesion but the device failed to cross the lesion. The procedure was completed with a different device.  No patient complications were reported and the patient's status was stable . However, returned device analysis revealed a shaft break. It was further reported that the break occurred during advancing of the stent.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues note with the devices inner and markerbands. The hypotube was broken 310mm distal to the strain relief. There was evidence of material resistance at both of the break sites. A visual and tactile examination found that the hypotube was severely kinked in close proximity to one of the break sites and at other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).